Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had low sounds even the settings were full and alarmed hardware low level failure. The customer¿s blood glucose level was unknown at the time of the incident. Customer did self test and insulin pump showed hardware low level failure once after rewind and setting time insulin pump received original sound back. Customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.